Event description:
Customer reported turn flow sensor fault. When looking through logs there were a lot of other errors start from the 16th of september. 1. In which instances will a turn flow sensor alarm occur - we know it can appear in error due to the alarm not being switched off on c6s, but are there any legitimate circumstances that would cause this alarm to appear, for example if the flow sensor was not calibrated/needed re-calibrated? 2. Will a turn flow sensor alarm escalate to a external flow sensor failed alarm or check flow sensor tubing alarm if ignored?

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a usage error. There was no patient or user harm reported.